Event description:
Journal reference: holzer, b., et al. "Sacral nerve stimulation for neurogenic faecal incontinence" british journal of surgery, 2007, 94, p 749-53. The study assessed the value of sns in a cohort of patients with faecal incontinence of neurogenic origin. A beneficial effect was seen in some patients. Two patients developed a severe infection of their systems; they were treated by explanting the lead and generator and draining the wound.

Manufacturer narrative:
(See scanned pages).